Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to present a component issue as of electrical or fiber optic defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was unable to conclude that the root cause could be attributed to the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported that the equipment malfunctioned, persisting even after replacing the endoscopes. By analyzing the error logs, it was possible to identify occurrences on different days, all with the same type of failure. During the verification, it was observed that in the log for (B)(6) 2025, a valid endoscope serial number was recorded (sn: (B)(6)), while on the other days the controller did not recognize the device, assigning the value ¿0¿ to the serial number. Technical support engineer (tse) await confirmation from the customer regarding the endoscopes used at the time of the failure. Given this evidence, the component most likely to be associated with the failure is the endoscope controller/video processor, and a detailed technical evaluation of this module is recommended. There was no report of patient injury.